Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. . The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was not able to charge the batteries.